Manufacturer narrative:
The insulin pump alarmed for a critical error due to a corroded electronic assembly. The insulin pump was received with a cracked case on the back of the battery tube area and battery tube threads, and minor scratches to the display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that she took a shower with the insulin pump on and water got into the device, then a critical pump error alarm occurred. Customer also noticed the battery compartment was cracked. The customer's blood glucose reading was 175 mg/dl. The customer was advised to discontinue use of the device and revert to a backup plan. The customer's device was to be replaced, and will be returned for analysis. The customer called back the next day to report that she was still without an insulin pump and was still waiting for a phone call, and her blood glucose readings were "out of control". Customer was informed that she would probably get a phone call on monday. No further details were provided.